Event description:
Procedure type: gastrectomy. According to the reporter: after firing, the surgeon noticed the mucous membrane exposed along one third of the anastomosed part. Also, the doughnut ring was not made properly. After excising the anastomosed part, the surgeon attempted to perform anastomosis again with a new device. However, while turning the rotation knob to approximate the tissue, the wall of jejunum was torn. Another MFR's device was used to complete the procedure. There was no bleeding reported in excess of 500cc. There was unanticipated tissue loss. No reinforcement material was used.

Manufacturer narrative:
(B)(4).